Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. No issues were noted with the profile of the device. During analysis, it was possible to retract the outer sheath by hand and partially deploy, re-constrain and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. There were no issues noted with the profile of the deployed stent or the inner lumen. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure, within the biliary duct of a cancer patient on (B)(6) 2011. According to the complainant, the patient had a biliary stenosis; however the size could not be confirmed. The anatomy was tortuous and dilated prior to the stent placement. During the procedure, after the stent device was delivered to the target lesion, the stent was unable to be implanted as the stent wires perforated the outer sheath. The device was removed, and the procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure, within the biliary duct of a cancer patient on (B)(6) 2011. According to the complainant, the patient had a biliary stenosis; however the size could not be confirmed. The anatomy was tortuous and dilated prior to the stent placement. During the procedure, after the stent device was delivered to the target lesion, the stent was unable to be implanted as the stent wires perforated the outer sheath. The device was removed, and the procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Since (B)(6) 2011 additional information has been received. The complainant confirmed that the stent did not deploy, however the stent wires did not perforate the outer sheath as initially reported. Investigation results corroborated that the stent did not perforate the sheath. Based on this information and the investigation results, this is no longer considered a reportable event.